Event description:
It was reported taht the customer was hospitalized for high blood sugar levels. At the time of the call, the family member stated that they did not have the pump with them and will call back to troubleshoot. It was indicated that the customer is being treated with an insulin drip. In addition, the customer had been having problems with bent cannulas and did not follow the two hbg rule prior to the event.